Event description:
Oversensing noted earlier and device was reprogrammed, however, when patient became ill, he was taken to hospital via ambulance w/hr49 bpm. Lead was fractured. Fracture seen on radiography; fracture 1-2 cm above pocket. Atrial lead impedance >9999 ohms.